Manufacturer narrative:
(B)(4). Device was returned to manufacturer. Reported complaint for leak was not confirmed. During the evaluation no evidence of leak was noted on the unit or in the bag that contained the unit. A leak test was subsequently performed on the unit by refilling the reservoir with green water. After fill and prime was verified, the yellow cap was securely closed on the white luer end then the infusor device was being monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were noted anywhere on the entire device. The device performed as expected.

Event description:
It was reported to baxter (B)(4) that a half day infusor device was leaking after filling. The device had been filled with deferoxaminmesilat when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4), this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.